Manufacturer narrative:
Visual analysis of the returned mesh body revealed that the lead suture on the solid blue dilator was frayed and crimped, and the needle was still attached to the suture by a thread. Visual analysis of the returned capio device revealed no abnormalities. Functional analysis of the returned capio device revealed no abnormalities, as it operated freely and smoothly. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause of for this event was determined to be operational context.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior repair with sacrospinous fixation procedure. According to the complainant, when the physician was throwing the first mesh leg assembly inside the patient with the capio device, he noticed that the suture was fraying. The physician pulled the suture out of the patient and observed that the needle was still attached to the suture. It was reported that the suture integrity was then tested outside of the patient by pressing the capio plunger. At this point, the needle "popped off" with "very little suture remaining" attached to the end of the needle. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was reportedly "well" following the procedure.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior repair with sacrospinous fixation procedure. According to the complainant, when the physician was throwing the first mesh leg assembly inside the patient with the capio device, he noticed that the suture was fraying. The physician pulled the suture out of the patient and observed that the needle was still attached to the suture. It was reported that the suture integrity was then tested outside of the patient by pressing the capio plunger. At this point, the needle "popped off" with "very little suture remaining" attached to the end of the needle. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was reportedly "well" following the procedure.